Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self-test. No display anomaly noted. The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped the insulin pump and caught it before it hit the flood but then the screen went black. The customer stated he tried 3 new batteries; then gently tapped the device on the counter and the screen returned to normal. Customer's blood glucose was 172 mg/dl. The customer mentioned the he was out in the heat but the device was on his belt and under his shirt. The insulin pump passed the selftest. The customer was advised to monitor the device but he requested the device to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.